Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a (B)(6), male patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis and protamine. During the transseptal phase, after the catheter was placed, the patient suffered a cardiac perforation, with tamponade resulting. The effusion was noted on intracardiac echocardiogram while preparing for the second transseptal puncture. No mapping had been performed with the catheter and no radiofrequency delivered. The procedure was stopped. Activated clotting time was at 349 seconds. Heparin was reversed with protamine, a pericardiocentesis was performed and a drain was inserted. The patient was stable at the time this event was reported to biosense webster inc. (Bwi). This event was considered life threatening and the patient required extended hospitalization in the intensive care unit while drain was in place. The patient has since improved. The physician¿s opinion on the cause of the adverse event is difficult transseptal puncture and unsure of access. A transseptal puncture was performed with a st. Jude medical brk-1 needle. St. Jude, lamp 90, 8.5 fr sheath was used. Irrigation flow setting was 2ml/min. There were no error messages on bwi equipment during the procedure. The smarttouch catheter was not in close proximity to another catheter. The catheter was not zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6), male patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis and protamine. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/20/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).